Manufacturer narrative:
Concomitant product(s): dtba1d1 ICD; 429688 lead, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed over-sensing. Additional information was requested and it was learned the patient was treated appropriately for ventricular arrhythmia. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.